Event description:
It was reported that the insulin pump was giving a 25 units of insulin, but the customer denied. It was stated that the customer checked the carelink and found that the bolus was delivered through the bolus wizard. No further information was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device was programmed with multiple boluses and basals and all registered properly in the bolus and daily total history. After testing, it was concluded that the device operated within specifications.